Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed "ECG monitoring failure" and "ECG disabled" messages. Complainant indicated that the clinician was able to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device logs showed repeated ECG monitoring failure in conjunction with rapid cable ID changes during the same event, suggesting an intermittent mfc connection. Evaluation testing included defib cycle, charging and discharging while bench handling, acquiring ECG while performing various device functions, amongst other ECG and defib related tests did not reproduce the failure. The mfc cable was not returned for inspection or functional testing. The defib receptacle was replaced as a precaution. A replacement mfc was sent with the device. Analysis of reports of this type has not identified an increase in trend.